Event description:
The nurse reported foreign material "fibers" were removed from the eye at the one day post-op visit in the office. The pt status is unk, add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.